Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse arrived on site was able to reproduce the issue. Fse discovered a piece of plastic stuck around the limit switch inside the surgeon side console (ssc) which restricted the ssc from properly moving. After removal of plastic piece ssc functions correctly. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the procedure started as a dual surgeon side console (ssc) system and one of the system viewers on the first console was not moving, and that this same behavior had occurred on a prior day. Technical service engineer (tse) confirmed that there were no physical obstructions preventing movement, which the caller verified. Because the system was configured as a dual-console and the surgeon was actively using the other console. Tse instructed that a full hard power cycle of the affected console be performed after the procedure to address the non-moving viewer. The procedure was unknown how it was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer stated that the surgeon side console (ssc) in question was a teaching ssc and they could not manually manipulate it to see comfortably.